Event description:
It was reported that the patient had experienced chest pressure and minor pain following an implant procedure. An echocardiogram revealed that the patient had developed a small pericardial effusion, but there was "no sign electrically of perforation." It was determined that surgical intervention was required to reposition the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).